Event description:
It was reported that there was an episode of non-sustained ventricular tachycardia. Noise was noted. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) and (B)(4) the actual device and lead were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one ventricular non sustained tachycardia at 120 ms occurred on (B)(6)-2011 09:59:08.